Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was provided with IV antibiotics. The device was explanted. The patient has fully recovered and is doing well.